Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colostomy procedure when the blue trocar was placed into the anvil head when removing the anvil portion of the instrument the blue trocar remained attached. As a result, it broke. The staple line was opened to remove the anvil. A second like device to complete the case. The patient is stable.